Event description:
It was reported that the pulse generator exhibited an inappropriate rate decrease when the telemetry wand was placed over the device. The rate returned to normal upon removal of the wand. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.